Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the paramedics was dispatched due to a severe high blood glucose. Their blood glucose was over 200 mg/dl until 10 pm. The customer¿s blood glucose at the time of the incident was 300 mg/dl. The customer also reported that on (B)(6) 2017 due to low blood glucose. The customer¿s blood glucose during the incident was 22 mg/dl. The customer was treating based on sensor glucose value. The customer was treated and their blood glucose went up to 218 mg/dl. The customer was unsure if they were wearing the insulin pump at the time of the incident. Troubleshooting was performed on the device. The device passed the self-test. The insulin pump will not be returned for analysis.